Event description:
It was reported that the system controller displayed turned off and did not turn on again. This happened during normal use. The system controller was replaced with no issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h6 health effect - impact code: corrected. Manufacturer¿s investigation conclusion: the reported event of the system controller¿s display turning off was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. Atypical events were not reproduced, and the controller¿s display functioned as intended throughout all testing. A log file was extracted from the controller and did not capture any atypical events; the system operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.